Manufacturer narrative:
Actual value provided was (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [500 mcg/ml] at dose of 128 mcg/day. It was reported there were no issues with the pump or therapy. The pump was eroding through the skin. The patient was a ¿quad¿, had two ostomies in his abdomen, and was in a reclining chair, so the pump placement was limited. The pump was explanted, and the patient was put on oral baclofen and managed with the oral medication until his re-implant. The pump was explanted on (B)(6) 2017. The catheter was partially explanted; the catheter was cut at the spine and tied off for the future implant. There were no diagnostics/troubleshooting performed. It was unknown if the issue was resolved at the time of the report. The neurosurgeon wanted the incision/erosion site to heal before subfascial placement at a later date. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included ¿quad¿/spasticity. Additional information received on (B)(6) 2017 from the representative reported the pump was explanted, so it was no longer eroding because it was not in the patient¿s body. They were letting the site heal up, and they would re-implant at a future date. The patient had two catheters. One was taken out, and the other segment was still in the patient¿s spine. The issue with the erosion had been temporarily resolved. The patient would be implanted down the road.